Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
The customer received a questionable intact human chorionic gonadotropin + the b-subunit (hcg+b) result for one patient sample. The initial result was 2.00 miu/ml and was reported outside the laboratory. The doctor questioned the result as the patient was pregnant. A new sample was drawn from the patient and the result was >10000 miu/ml. After dilution the result was 56000 miu/ml. The original sample was repeated and the result was >10000 miu/ml with a data flag. The repeat result with a 1:10 dilution was 63000 miu/ml. The sample was tested on a manual pregnancy kit for urine/serum samples (cardinal) and it was positive. The repeat result was believed to be correct. The patient was not adversely affected. The hcg+b reagent lot number was 17551301 with an expiration date of 04/30/2015. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Review of the provided calibration, qc and instrument data did not indicate a general reagent or instrument issue. Based on the available data, the issue was likely preanalytic. It was found the volume of the sample in the primary tube was too low, there was a too short clotting time and a too short centrifugation time which may have led to clots in the sample. It was noted the customer was not using the required sample tube rack adapter which keep samples tubes from leaning in the rack and prevents short sampling. Per product labeling, the specified dilution ratio is 1:100.